Event description:
It was reported that during a lap adjustable band procedure, while inserting the band through the 15mm trocar, the black seal valve fell off into the patient. The valve was removed with a grasper. Another band was opened; the surgeon was concerned the integrity of the band may have compromised due to the force of the insertion. It is unknown as to how long the procedure was prolonged. Another trocar was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.